Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful lasik in both eyes on (B)(6) 2015. At 1 month post treatment striae was noted in left eye. On (B)(6) 2015 surgeon brought patient to the laser suite and lifted and smoothed the left flap. Visual acuity sans corrected (vasc) 20/20-3 prior to the lift 1 day post. On (B)(6) 2015 vasc 20/20 right eye, 20/30 left eye and vasc both eyes 20/20.